Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe damage to the outer and inner shafts whereby the outer extrusion was stretched for 3.2cm and the inner lumen was stretched for a length of 1cm. The bi-component bond collapsed under stretching and broke. A 0.014¿ guidewire could not be inserted due to the broken and stretched lumen. This type of damage is consistent with excessive tensile force being applied to the delivery system during attempts to load the device on the guidewire. A visual examination of the crimped stent found stent damage at the proximal end with struts stretched over the proximal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jul-2016. It was reported that difficulty tracking over wire occured. The target lesion was located in a coronary artery. After a guidewire crossed the lesion, a 3.00x20 synergy ii drug-eluting stent was advanced but would not advance on the guidewire before it even got into the patient's body. The procedure was completed with another 3.00x20 synergy ii drug-eluting stent. No patient complications were reported and the patient was okay. However, returned device analysis revealed proximal stent damage.